Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred which may have been due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiology tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when closing the arteriotomy using an 8fr angio-seal, the sheath and arteriotomy locator were inserted over a wire and into the common femoral artery. After removing the arteriotomy locator, the angio-seal device was inserted through the sheath. After clicking the angio-seal device to the sheath, the physician pulled back on the device. The anchor had not exited the sheath and the entire device was pulled out. Manual compression was used to close the arteriotomy. No patient harm occurred. The estimated blood loss was less than 250cc. Additional information was received on 20dec2024: arteriovenous malformation (avm) embolization procedure using an 8fr sheath. A pre-deployment angiogram was performed. No concomitant medical products were used with the angio-seal device.